Event description:
Healthcare professional (hcp) reports one incident on a blood leak with the psn 210 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the patient with an estimated blood loss of 200 cc. Patient was administered normal saline to replace blood loss. Treatment was resumed with new disposables and completed without further incident. No patient injury reported per hcp.